Event description:
The manufacturer received information of a customer using an evergo oxygen device and lapsed into a coma. A family member of the customer is alleging the device caused a comatose state. The device has not yet been returned to the manufacturer for investigation. A follow up report will be submitted when the investigation is complete.